Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 415 mg/dl. Customer stated that they had high blood glucose level due to they stopped using the insulin pump. The insulin pump will not be returned for the analysis.